Event description:
It was reported that this right atrial (ra) lead exhibited a high impedance anomaly and was fractured. This ra lead was explanted, and a new lead with a different model was successfully implanted. The lead was retained by the facility and will not be returned. No additional adverse patient effects were reported.